Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken on anterior assessed as a surgical impact opening. (Shell thickness within spec) additional observations: non-penetrating nick and stress marks observed on the device. No further actions are required as the device was implanted.

Event description:
Physician reported right side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Physician reported right side rupture. Device has been explanted.